Manufacturer narrative:
Sections with additional information as of 29-jul-2024: d9: device available for evaluation. G1: reporting contact first and last name updated from ¿(B)(6)¿; reporting contact email updated from (B)(6). H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-134: user has low glucose value.

Event description:
Consumer reported complaint for lo. The customer is concerned with test results from result obtained that morning of lo. The customer¿s expected am fasting blood glucose test result is below 150 mg/dl and expected 2-hour post meal blood glucose test result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer; customer attempted to test, and the meter will not turn on. Troubleshooting done and the meter is not responsive. Customer stated the battery had been changed on (B)(6) 2024. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2025 and open vial date is (B)(6) 2024. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4) . Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-134: user has low glucose value. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.